Event description:
On (B)(6) 2014, when at a customer site, an immucor field service engineer reported obtaining unexpected negative antibody identification results on the galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2014. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site and investigated the instrument. The instrument is operating as expected.